Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted contrast visible on the shaft which is consistent with handling during the procedure. The stent implant was returned inside the orange protective sheath, confirming the reported stent dislodgement. However, there were crimp marks visible on the tightly-folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, measurements of the outer diameter of the stent were taken and all dimensions met manufacturing specification. The inner diameter of the protective sheath was also measured and was within manufacturing specification. It is possible that significant pressure was inadvertently applied during removal of the protective sheath such that the stent became disrupted on the balloon and dislodged from the balloon, although this cannot be confirmed. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgment force.

Event description:
It was reported that when the mandrel was removed from the stent delivery system during preparation, the stent dislodged with the mandrel. The device was not used on the patient. No additional information was provided.